Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
Mitek received a 3500 authored by the user facility via the FDA. The report states the following: ¿during left knee arthroscopy procedure, the meniscal deployment gun spring would not retract the needle¿. They are also reporting that this was the 1st use of the complaint device; it does not appear that the device is available for evaluation; and, they are categorizing the issue as a ¿malfunction¿ and not reporting any patient harm. Per telephone follow-up conversation between this author and the facility¿s risk manager, she further states that the or event report for this issue indicates that something associated with the device fell into the patient¿s joint space and was retrieved. In terms of extended surgery time and the possibility of converting to open to retrieve the unknown fragment was not mentioned in the report; the risk manager indicated that the protocol would be to include this into the report if it indeed had happened.

Manufacturer narrative:
84 days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional information other than what was originally reported has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
Mitek received a 3500 authored by the user facility via the FDA. The report states the following: "during left knee arthroscopy procedure, the meniscal deployment gun spring would not retract the needle". They are also reporting that this was the 1st use of the complaint device; it does not appear that the device is available for evaluation; and, they are categorizing the issue as a "malfunction" and not reporting any patient harm. However, per telephone follow-up conversation and e-mail correspondence between this author and the facility's risk manager, she further states that the or event report for this issue indicates that something associated with the device fell into the patient's joint space and was retrieved. The surgeon did revert to an open procedure; however it is not clear if the motivation was to retrieve the unknown device or simply chosen to complete the repair. There was a delay to the surgery, however the time extension is not known.